Manufacturer narrative:
Other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal is removed. The event history log was reviewed and a "key stuck" alarm was found. The alarm was not duplicated during the functional testing. The keypad was replaced as a preventative measure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump keeps alarming key stuck. No patient involvement reported.

Manufacturer narrative:
One pump was received for investigation. In the event history log a key stuck alarm was found. Functional test was performed and problem was not duplicated. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.